Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient received an infusion set that was discoloured and rough to the touch prior to use on (B)(6) 2026. No further information is available.